Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus, and main 1-1 was not detecting row d. The field service engineer (fse) powered down the device, inspected the bus cable, removed the rear cover, and inspected and reseated all related connections. An attempt was made to run diagnostics; however, this was unsuccessful. The device was then restarted to the application, and main 1-1 was checked and confirmed to be fully operational. The customer tested the device and verified normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an error message stating device not detected on bus was displayed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.